Event description:
Customer reported the system would shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the power plug connections. System operates as intended.